Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2017 with the following findings: a review of the black box showed multiple and recurring unexplained power on reset events. The returned battery cap and test cap attached securely to the pump. All battery cap contact measurements were within specifications. The pump powered on to a blank display. A leak was found in the case. The pump was opened to find no damage to the power circuit. Evidence of moisture was found internally. The complaint of intermittent power was unable to be duplicated.